Manufacturer narrative:
Updated UDI : (B)(4). The previously reported lot number was incorrect. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI: unknown product code. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
As reported by the customer, 2 microsensors gave incorrect data when connected to the system. Event occurred during implant procedure. In both events there was a thirty minute delay, but on other patient harm. It was reported that two implanted microsensors gave inaccurate data when connected to the system. According to the customer, the microsensors showed between 50 and 60 when they were connected to the system. The monitor and cable were changed but the issue was not resolved. When the sensor was changed, the pressure went down. The med tech reported that one sensor shows 9 mmhg wrong and the other shows -22 mmhg wrong.

Manufacturer narrative:
Updated UDI: (B)(4). It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Additionally, upon receipt of the device, it was found that the lot number was different than the number initially reported to us. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The sensor was returned for evaluation. A review of both component level and finished good level manufacturing records found no discrepancies for this device. Evaluation of the returned sensor for that the device passed electronic, noise, linearity/hystersis, and signal drift test. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints.